Manufacturer narrative:
G4: 14feb2020. B4: 21feb2020. It was confirmed that there was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported volumes are off and unit had an unknown alarm issue. In addition, during further investigation, the fse found the unit had a continuous "low leak - co2 rebreathing risk" alarm. The fse performed flow accuracy tests and it failed. It was way out of range. The fse tried a new flow sensor assembly and it fixed the problem. Unit successfully passed performance verification. Unit is ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12may2020. B4: 14may2020. The gds (gas delivery system) was returned to failure investigation (fi) for evaluation. During failure investigation, the (fi) failure investigator inspected the (gds ) gas delivery system that was returned. The fi installed the returned gds onto known good test unit. Boot unit in normal operation mode and check for alarms and errors. The airflow and oxygen was also received, and it was found after several tests the air flow sensor was out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/28/2020.

Event description:
The customer reported volumes are off and unit has unknown alarm. There was patient involvement, but no one was harmed.